Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegations could not be confirmed. The rezum console was installed on (B)(6) 2024. There were no other service reports available. The console was fully functional until the reported event date of issue, 11/03/2025. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during procedure, the generator shutdown at the start of the procedure. The generator could not be restarted. The patient was under anesthesia when the malfunction took place. The procedure was not completed due to this event. There was no report of patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during procedure, the generator shutdown at the start of the procedure. The generator could not be restarted. The patient was under anesthesia when the malfunction took place. The procedure was not completed due to this event. There was no report of patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.